Event description:
The device was used during an anterior/posterior abdominal resection. Reportedly, the instrument did not fire properly. The surgeon completed the procedure with the device. The hospital has reported no pt injury occurred.